Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0607555 implantable port allegedly experienced a fracture. This information was received from one source. This malfunction did not involved patient with no known impact to the patient. The patient's age, sex and weight were unknown.

Manufacturer narrative:
H10: the lot no for the device was provided, therefore a lot history review was performed. The sample was returned to the manufacturer for evaluation. A photo was provided for review. The investigation is inconclusive for the reported broken tip. The definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the device was provided, a manufacturing review was performed. The devices were returned to bd and are pending evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0607555 port allegedly fractured. This information was received from one source. This malfunction did not involved patient with no known impact to the patient. The patient's age, sex and weight were unknown.